Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 41 mg/dl which was treated with food. Customer was kicked out of auto mode during the low episode. Blood glucose level went up to 250 mg/dl, it was 117 mg/dl at the time of the call. Customer was assisted with auto mode readiness. The insulin pump was not replaced or returned for analysis.